Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said when they wore a heart monitor, they "felt like they were interfering with [their] device because [they] "felt weird"." The caller said they continued using them and is hesitant using them again. No further patient complications have been reported as a result of this event.